Event description:
It was reported that cartridge used with pump had damaged pigtail that had snapped but was not fully torn off, and caller was unsure how patient line became damaged, with issue occurring once in march while cartridge lot w176726 was loaded and used for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and cartridge was unavailable for return, with caller confirming understanding of resolution.